Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that the system shut down during the ultrasound stage of a procedure. The case was completed after rebooting the system. There was no harm to the patient. No additional information is expected.